Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, an attempt was made to inflate the balloon; however, the balloon broke and burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block h2: additional information: block b3 (date of event), b5 (describe event or problem ), e1 (initial reporter phone). Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was cut at the distal section and was longitudinally torn, confirming the reported event of balloon burst. The cut was performed at 6,1cm from the balloon tip. Microscopic analysis was performed, revealed that a mechanical tool was used to perform the cut. The tear was also inspected under magnification. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, an attempt was made to inflate the balloon; however, the balloon broke and burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications have been reported due to this event. Additional information: the procedure was performed on (B)(6) 2021.